Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a pacemaker explant procedure due to elective replacement indication. During the procedure, the physician decided to replace the right ventricular - rv lead due to elevated capture threshold. This issue has been occurring for three years. The rv lead was capped and replaced (B)(6) 2020. The patient was in stable condition before, during, and after the procedure.